Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring had no response. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 27 march 2019. Date of this report: 07 november 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause cannot be determined.